Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on an unknown date. During a follow-up procedure, stent migration was noted. The stent was removed, and a different axios stent was implanted, as the pseudocyst had not resolved at the time the migration was identified. There were no patient complications reported due to this event and the patient was expected to fully recover.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2202 captures the reportable event of endoscopic procedure performed. Imdrf impact code f2301 captures the reportable event of additional device implanted.